Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for 8 polyaxial heads, part and lot number unknown. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on an unknown date that the patient was implanted with a matrix construct in the posterior lumbar region at l3-s1. On (B)(6) 2014 for an unknown reason the patient returned to the operating room for removal of matrix locking caps (l3-s1) .the locking caps (7 of 8 caps, levels unspecified) were difficult to remove and loosen. No hardware was implanted back into the patient. The surgeon had difficulty with 4 t-handle screwdrivers, 2 t-handles, and 1 screwdriver breaking and/or twisting during the procedure resulting in a surgery delay of approximately 45 minutes. All broken parts of the handles were retrieved, no locking caps broke, and the outcome was good. This report is for 8 unknown polyaxial heads. This is report 4 of 12 for com-(B)(4).